Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. (B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the pump was alarming for air in line. The nurse tried to flick air bubbles out of the line and the tubing came apart at the silicone segment near the upper fitment, resulting in a spill of fluid and requiring a tubing change. There was no patient harm or medical intervention. Although requested, no additional patient or event details were provided by the customer.